Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion micro meter was giving high readings. Stated her meter keep reading 'hi' and because of the reading she took insulin. Checked it again 10 mins later and it was reading 525 and 526 one after another. She felt fine and was not sure if meter was reading accurately because her readings are always around 200. Explained what 'hi' meant and may need to call her doctor. She still felt the meter was not reading accurately and stated she would call her doctor. Improper storage condition - stores strips in bathroom, explained recommended storage conditions. Controls not used. Replacing product.